Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the screen and stylus did not align and that attempted calibration did not resolve the issue and therefore the bezel overlay assembly was replaced and calibrated with the stylus. It was additionally noted that the display flickered and that it rolled one time during bench testing but that it did not occur again. The display cables and connections were examined and no fault was able to be found and therefore the interpose board was replaced as a preventive. The stylus cable insulation was noted to be ruptured but that the stylus was functional though it was replaced, that the lower case was dented and worn, there was a bent latch on the media door and there was a cracked handle cover. The lower case, media bay door and handle covers were all replaced. The software was reloaded and the device passed all final functional and systems tests and no other anomalies were found.

Event description:
It was reported that the programmer stylus has difficulty when activating an icon in the upper half of the screen. The caller was ad vised to disconnect and reconnect the stylus and calibrate it. It was also suggested that the stylus could be replaced. It was later reported that multiple attempts to calibrate the stylus had been unsuccessful, and the programmer was being returned for repair. There was no patient involvement. It was further reported that the programmer was returned to service.